Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage keypad traces.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 7.6 mmol/l. Troubleshooting was not performed. The device was returned for analysis.